Event description:
Caller reported experiencing multiple alarms, including alarm 2 and alarm 26, as well as several occlusion events. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resuming insulin administration. Additionally, cts arranged to send a replacement infusion set and cartridge to the customer. There was no need for further assistance as the customer was not experiencing frequent occlusion issues.